Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) performance data was collected from the device and revealed that there was impedance increase. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi impedance = 1007 to 2964 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high impedance and increased threshold. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.